Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of priming and air bubbles anomaly from the insulin pump. The customer stated that the pump was empty and he was not able to rewind using the act button. The customer stated that the reservoir is empty and the pump will not let him rewind. The customer stated that the pump showed 5.1 units of insulin running out of the pump, but the reservoir is empty. The customer stated that large air bubbles appeared on top of the reservoir. The customer was assisted in suspending the pump when the bolus was running without a reservoir.